Event description:
On (B)(6) 2008, the patient was implanted with two gore tag thoracic endoprostheses for treatment of a thoracic aortic dissection. The patient tolerated the procedure. On (B)(6)2009, computed tomography (CT) scan revealed the diameter of the dissecting aneurysm decreased from 72mm at the initial procedure to 57mm. On (B)(6) 2010, the patient presented at the facility complaining of back pain. CT angiogram revealed a distal type I endoleak. The physician decided to monitor the patient. On (B)(6) 2010, two-year follow-up CT imaging showed that the distal type I endoleak persisted, and the diameter of the dissecting aneurysm enlarged at 62 mm. The physician continued to monitor the patient. On (B)(6) 2011, the patient was implanted with an additional stent graft (talent ) to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2011, three-year follow-up CT imaging revealed that the endoleak still persisted. No follow-up has been undertaken since then. On (B)(6) 2012, the patient died of lung cancer. The physician indicated the patient's death was not attributed to the tag device or procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement, and reoperation.